Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm observed battery charged indicator and led degrading. To address the issue the stm replaced the label battery charging which corrected the failure. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the battery charge indicator on a cardiosave intra-aortic balloon pump (iabp) displays yellow tint instead of green illumination and is indicating failure when there is not a failure. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.